Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas was dropped when the patient fell, resulting in a fractured touchscreen that went completely black and rendered the screen unusable, though the device continued to be operated from memory. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with physical damage, specifically a fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.